Manufacturer narrative:
Estimated date of event. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed because a specific failure mode was not reported and similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a proglide device was used for closure of an unspecified access site; however, the device failed. The method to achieve hemostasis was not specified. No additional information was provided.